Event description:
Description of event according to initial reporter: I (physician) had to retrieve the ivc filter from patient. Unfortunately I wasn't able to do it endovascular and had to do an open surgery. The filter was placed 8 years ago. Although he has indications to stay with the ivc, the legs have perforated the vena cava wall and were touching the pancreas and duodenum. The patient is stable and is expected to be discharged in two days, with a new filter placed. Patient outcome: filter required surgical removal but patient has fully recovered and has no adverse effects.

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook inferior vena cava filter. G4) PMA/510(k) # similar to k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: an unknown cook filter had perforated the vena cava and was touching adjacent organs eight years after placement. The filter was surgically removed and another filter was placed, but patient fully recovered and had no adverse effects (B)(4). Other patients seen with the exact same problem (B)(4). The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.